Event description:
It was reported that the insulin pump had a worn display with many scratches. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to the motor encoder signal being out of phase. The insulin pump was unable to perform the displacement test due to the constant motor error alarm. The insulin pump was also received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.